Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump does not vibrate and alarms cannot be heard. Customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting found that the pump did not pass the self test and did not vibrate. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.the customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No vibrator due to a broken vibrator wire. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.